Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was reported outside of the laboratory. The sample initially resulted as < 0.1 miu/ml and this value was reported outside of the laboratory to the patient. On (B)(6) 2018, the patient went to a different laboratory and a new sample collected from the patient resulted around 7000 miu/ml. The original sample was then repeated on (B)(6) 2018, resulting as 7534 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 284292, with an expiration date of february 2019. The field service engineer ran performance testing and this was within expectations. The customer did not use required rack adapters for 13 mm. Diameter tubes. The alarm trace did not show any indications of an issue. Calibration data from (B)(6) 2018 showed signals that were low, but they were still within the expected range. The investigation was unable to find a definitive root cause.